Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The proximal setup joint (suj) was evaluated by the failure analysis team. The reported problem was not reproduced on the in-house system. The unit was placed on a patient side cart fixture test platform (pftp) machine and passed all tests. Review of the system logs showed error pointing to axes controller setup (acu). As a precaution, the acu printed circuit assembly (pca) would be replaced. The probable root cause of the reported issue cannot be determined based on the information provided and failure analysis results. No product issue was identified. The suj was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned suj revealed no issues related to the customer reported event.

Manufacturer narrative:
Based on the claim by the customer noting arm specific faults for one of the instruments, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and therefore, replaced the proximal setup joint (suj) to resolve the issue. Isi has received the proximal suj, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: although an usm was not disabled or abandoned after the start of the procedure and the surgeon was able to complete the procedure successfully, the fse reproduced the faults on the usm. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the intuitive surgical inc. (Isi) clinical sales representative (csr) called the technical service engineer (tse) and stated that they received an arm specific fault for one of the instruments. Error 32097 and other communication errors were observed in the system logs. The errors were not occurring at the time of the call. If the errors persisted, the tse recommended a hard power cycle of the system may help to get through the case if all four arms were needed for the case. The customer proceeded with the case. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.